Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the cap piercer was leaking in the unicel dxc 600 pro synchron chemistry analyzer. The customer was wearing a gown, gloves, and eye protection during this event. The customer observed fluid on the racks and sample tubes when off-loading caused from the leak. No injuries were sustained by any laboratory personnel. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2012, and replaced the cap piercer (B)(4).